Event description:
It was reported that the ventricular lead exhibited capture thresholds greater than 7.5 v and lead impedance less than 200 ohms due to a clavicular crush.

Manufacturer narrative:
No medwatch form was received.